Manufacturer narrative:
Only the edm ventricular catheter was returned. The catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that air was trapped within the catheter and could not be eliminated during the procedure. According to the report, the catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Additional information received reported the cause of the air being trapped in the catheter was unknown. It was stated the catheter did not have patient contact. If information is provided in the future, a supplemental report will be issued.